Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that the balloon became compromised or damaged with the anatomy during the first inflation to rated burst pressure causing the balloon rupture; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a a mildly tortuous, mildly calcified atrioventricular fistula that is 80% stenosed. A 5.0x40mm armada 35 was advanced and once at the lesion was attempted to inflate; however it would not. The balloon was pressurized to 22 atmospheres. Once removed the balloon was noted to have a small hole. Another 5.0x40mm armanda 35 was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported balloon rupture was likely due to case related circumstances. It is likely that the balloon interacted with the lesion calcification causing damage to the outer surface of the balloon material which subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for eval updated from "no" to "yes". H3- updated from "no" to "yes". H6 - investigation conclusions updated from 4315 to 4307. H6 - component code 419 was added. H6 - type of investigation 4115 (device discarded) was removed and code 10 (testing of actual/suspect device) was added.